Event description:
Add'l info rec'd from MFR 8/10/04: alarm tests and pressure holding test were performed. The conductivity and temperature display, blood leak detector, and uf output were verified. The machine passed the functional checks. There was no device problem reported during treatment and there was no problem found during the device investigation. There is not info that reasonably suggests that the device may have caused or contributed to the event.

Event description:
Pt was a chronic dialysis pt being seen in the outpatient dialysis unit for scheduled treatment. Pt was started on dailysis. Target weight was 86.0 with the pt starting weght at 86.5. Vital signs at the start of dialysis were bp (blood pressure) 125/81 and pulse 82, with a temperature of 98.0. One minute into dialysis the vital signs were bp 125/81, pulse 82. Ultrafiltration goal was 2800cc. Bp a couple of hours later was 101/44, pulse 77. The pt was given 100cc normal saline. Dialysis treatment ended and the pt was found unresponsive and pulseless. Code blue was called and was unsuccessful. Pt was pronounced dead.